Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a female of unknown age was being implanted with an impella cp device for mechanical circulatory support. There was difficulty encountered when the pump was inserted as it was unable to advance past the proximal portion of the patient's aneurysm. The pump was subsequently removed, and an intra-aortic balloon pump was attempted instead with no success.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-08400 was provided.

Event description:
Patient become hypotensive and continued to decompensate and expired in cath lab. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.